Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: unk. According to the rptr: it was noticed that a piece of trocar broke off. The operating time and incision were not extended as a result. No pt injury was reported. No additional info available at this time.